Event description:
User reported false positive result 11 september 2021. Negative pcr on the 10 and 12 september 2021. Report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01788 test, 2 of 2). User reported to FDA, MDR #mw5103918. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result on (B)(6) 2021. Negative pcr on (B)(6) 2021. Report 1 of 2.